Event description:
It was reported that the patient passed away due to multisystem organ failure.

Manufacturer narrative:
It was originally reported on (B)(6) 2023 that the patient passed away on an unknown date. An event date of 01jan2023 was estimated. On (B)(6) 2023, the patient outcome was updated to capture the patient's death from multisystem organ failure on (B)(6) 2023. This report reflects the newly reported death date. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event of multi-system organ failure could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction", lists potential adverse events that may be associated with the use of heartmate ii left ventricular assist system, including various forms of organ failure and dysfunction. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b2 and b3: date of death and event date were not provided and were estimated. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively determined through this evaluation. No autopsy was performed, and the device was not explanted. It was reported that no additional information will be provided by the customer. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists potential adverse events that may be associated with the use of heartmate ii left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The outcome was not considered to be device or therapy related; however, a cause of death was not provided.